Event description:
Customer reported that the insulin pump was exposed to fluid. Customer stated that they placed the insulin pump in wet swimming trunks. Customer also stated that the insulin pump was vibrating without an alarm or alert and a constant tone was occurring. Customer also mentioned noticing fluid under the display of the screen and a crack on the screen of the device. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.